Event description:
The customer reported that the insulin pump was stuck in a prime loop, and gave an error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No error alarm was noted. The insulin pump passed the error test.